Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damaged driveline could be confirmed through the photos. It was reported that the patient had multiple slits along their driveline on their visit on (B)(6) 2021. There was no reported dysfunction of the pump. Log files were submitted to confirm. The submitted log file contained data from 19:47:26 on (B)(6), per the timestamps. Throughout the captured data, a transient elevation in pump power of 7.7 w was captured. A corresponding elevation in pump flow of10.6 lpm, was also captured. A specific cause for these findings could not be determined through this evaluation. No other adverse events or alarms were captured and the device remained above the low speed limit for the duration of the log file. Photos of the jacket damage were submitted on (B)(6) 2021; however, the reported slits along the driveline were covered in rescue tape. The patient¿s log files will continue to be monitored, and the patient was instructed to call the vad emergency pater with any alarms. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU, rev. C. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic with multiple slits along their driveline. The site noted there does not seem to be any dysfunction of the pump. A review of the logfiles found no unusual events.